Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient's bladder doesn't empty on it's own sometimes which was why they had to use a catheter. The steps taken to resolve the loss of therapy/had to catherize was the patient was implanted in order to stimulate their bladder. The loss of therapy/had to catherize was not resolved. No further patient complications have been reported as a result of this event.

Event description:
Information was reported regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim as well as gastrointestinal/pelvic floor. Patient reported they had to catheterize the week prior to this report ((B)(6) 2017). No further complications anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.